Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three mobile programmers were unable to interrogate the leadless implantable pulse generator (ipg) after implantation. The mobile programmers were able to 'find' the ipg and reach twenty-five percent interrogation before losing connection with the ipg. It was noted that the ipg had been successfully interrogated prior to implant. It was considered that the loss of connection was due to the magnetic field created by a competitor heart pump which had been implanted with a stent after the ipg implantation. Troubleshooting advice was provided to resolve the issue and the heart pump was paused for a minute to facilitate testing of the ipg. The leadless ipg remains in use. The mobile programmers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: addition of the serial number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.